Event description:
The facility reports the staff members were getting the resident out of bed for supper and had placed the sling under the resident by rolling her from side to side. The lift was then brought in over the resident and the sling attached. One staff member, noticing that one of the straps was caught under the resident, rolled the resident to get the sling out from under her, and then attached the sling. They then started to lift and remove the resident from the bed. They had moved the resident out of the bed and turned while moving the lift backwards to align it with the chair. The resident turned or rotated in the lift. As the staff started to move the lift forward towards the chair, the resident slipped out of the side of the sling. The resident hit her head on the base of the lift close to the pillar. The right leg of the resident was still in the sling when the rn arrived. The lift was lowered to remove the resident from the sling. The resident sustained a contusion to the back of the head and a laceration on the side of her head. The resident was sent to the hospital.

Manufacturer narrative:
The sling used in this incident was a large, which has a capacity for 200-600 lb residents. The resident in this event was with poor strength in general. Therefore, the manufacturer concludes the event occurred due to caregivers using the wrong sized sling to perform the transfer. Facility personnel were retrained on july 30th by their arjo representative.